Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 13, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, 20 attempts were made to turn the laser on before it worked. In addition, a system advisory also displayed. There was no patent harm reported.